Manufacturer narrative:
A ge svc rep performed an onsite investigation. The customer's inhouse engineering replaced the generator interface board and reloaded the system software. The ge svc rep verified that the system was then operating as intended.

Event description:
The customer reported that the sys would not complete boot up. There is no report of pt injury.